Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use it became a difficult removal case of the foley catheter as resistance was felt during removal, and although water was withdrawn by reconnecting the syringe, the balloon did not fully deflate. The removal was carried out with some resistance, but it was successfully taken out from the patient's body.